Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead warning for out of range high impedance on the defibrillation coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.